Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check difficult/unable tot operate (drug didn't come out) due to unknown lot number investigation summary: customer returned (1) loose 1cc, 12.7mm syringe filled with approximately 100 units of a clear liquid inside the barrel. See attached photo. Customer states that the drug (anticoagulant; off label use) didn't come out when he/she injected it on the abdomen. Since the sample was returned with liquid drawn to the maximum capacity of the syringe, this indicates that the sample was able to draw and function without any defects. The issue cannot be confirmed as a manufacturing related issue. Unable to perform DHR check difficult/unable tot operate (drug didn't come out) due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time."

Event description:
It was reported that a syringe 1.0ml 29ga 1/2in 7bag 420cas jp was unable to inject during use. The following was reported by the initial reporter: "the customer (pharmacy) reported as follows: according to the patient's report, drug (anticoagulant; off label use) didn't come out when he/she injected it on the abdomen. The patient attempted the injection several times. The patient states that he/she could aspirate the drug."